Event description:
It was reported that during a ptca treatment procedure, the tip of the luge guidewire fractured. The pt was asymptomatic during this event. A 7f sheath was inserted into the right femoral artery. A 7f guide catheter and a pt graphix guidewire were advanced to the right coronary artery in an attempt to cross several sequential, tight lesions in the very tortuous proximal right coronary artery. The lesions exhibited 80%, 90% and 99% stenosis with heavy calcification. The physician was unable to cross the proximal to mid lesion due to the severity of the blockages. The physician attempted to use a luge .014 x 182 cm guidewire, but was again unsuccessful in crossing the lesions. Shortly after using the luge wire, he noticed that a fragment of the wire was attached to the intima of the proximal right coronary artery. Unsuccessful attempts to retrieve the fractured portion wire attempted with two different size snares. The physician attempted to pass a 2.5 mm balloon catheter to dilate the proximal right coronary artery in an attempt to place a stent to secure the fractured wire in place, but was unsuccessful in crossing the first proximal blockage. For 1.5 hrs he attempted to cross the lesions with several wires and guide catheters, then elected to consult the surgeon. Due to the severity of the multiple blockages and the foreign body in the right coronary artery, they decided to recommend CABG. The pt was taken for single vessel CABG to the rca later that afternoon. Pt tolerated procedure well.